Manufacturer narrative:
Addition post implant computed tomography images dated (B)(6) 2020 were sent to gore imaging services for evaluation. Per the evaluation, there is one time-point available for evaluation and there appears to be dual right renal arteries. The distal right renal appears to be lowest by centerline. Aortic diameter just distal to the distal right renal appears to be 24.6mm. Aortic diameter -8mm distal to the distal right renal appears to be 26.0mm. Aortic diameter 15mm distal to the distal right renal appears to be 27.2mm. Contrast can be visualized outside the implanted device within the proximal 15mm from the distal right renal artery which is highly suggestive of a type 1a endoleak. There appears to be a lighter density around the device. This is not contrast outside the implanted device because it is visualized on all image series including the non-contrast series. Maximum diameter of the aneurysm appears to be 58.8mm x 83.6mm on (B)(6) 2020. Cannot confirm aneurysm growth or disease progression with one time-point. Addition h6: code 213: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition h6: code 22: the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to endoleak.

Manufacturer narrative:
Patient medications: vibramycin, bumex, lipitor, aldactone, protonix, coreg, levothyroxine, potassium supplements, and multi vitamin.

Event description:
On (B)(6) 2009, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the patient had a proximal type I endoleak (date and modality of images is unknown). There is aneurysm sac enlargement reported (amount is unknown). The cause for the type I endoleak is unknown. On (B)(6) 2020, the physician reintervened and implanted a palmaz stent (50x10) and ballooned. The endoleak was resolved. The patient tolerated the reintervention procedure.